Event description:
The hosp reported that they experienced a loss of image during procedure. The image suddenly went black with white vertical lines on the screen. The procedure was completed with the same device. There was no pt injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed a dent on a critical area of the insertion tube that houses the change coupled device (ccd) approx 1-2 inches from the distal end. The dent caused the ccd to malfunction making the image appear distorted. Olympus concluded the dent on the device was caused by physical damage.